Manufacturer narrative:
The insulin pump had motor error alarm during the occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The insulin pump received with cracked reservoir tube lip, battery tube threads, scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 261 mg/dl. Troubleshooting was performed. The device was returned for analysis.